Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. MDR 9618003-2019-08032 / device 3 of 5. (B)(4).

Event description:
It was reported by the end user that she has been "experiencing a decreased wear time for 1-2 months .usual wear time is 3 days. Wear time is less than 1 day with unknown quantity. It is her opinion it must be due to off center starter hole." The end user did use the product, but does not report any harm. No photographs depicting the reported complaint issue was submitted by the complainant.